Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of returned implant found signs of attempts at implantation. All the dimensions were within specification, where measured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 42540000035, lot # 64325378, all poly patella; item # 42500807001, lot # 63529866, femur trabecular metal; item # 42512401010, lot # 64032830, articular surface. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial knee arthroplasty, the tibial was loose after preparation and implantation. Implant couldn't be fixated adequately and need to be removed. No additional patient consequences were reported. Attempts have been made and no further information has been provided.